Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were reproduced as well as confirmed through review of the event history log. The force required to close the door was above expected levels and if not applied would cause the unit to alarm door not fully latched. The door hooks and latch pins were replaced to correct this condition.

Event description:
During baxter's evaluation, a spectrum pump had door not fully latched alarms. There was no patient involvement.